Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen developed vertical lines and the touchscreen became nonresponsive, after which a replacement device was provided and the user reverted to backup therapy without blood glucose impact. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included continued therapy via backup methods and uninterrupted glycemic management. Investigation included user interview, review of use history, and request for device return with instructions for shutdown and data syncing to the mobile app. Investigation of this device revealed a display and touchscreen malfunction consistent with a hardware screen visibility issue on the user interface assembly, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display/touch module.